Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited damage to the air/water channel, foreign material in the c-body (distal end), foreign material in the adhesive around the acoustic lens, foreign material inside the nozzle, air/water cylinder and forceps elevator. There was no patient involvement.